Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Manufacturer narrative:
Clarification: healthcare professional reported patient was a part of the adjunct clinical study. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "hole, non-specific" observed during surgery. Device has been explanted and replaced.